Manufacturer narrative:
Product has not been returned to MFR for evaluation and is not expected. Unable to determine what the cause of this issue was as limited info was received from reporter. Unk if product was fixed at this time or if product is still in use.

Event description:
Reporter stated the left caster fell off chair and user fell out of chair. User did not seek medical attention but was sore after the fall. User continued to use chair and fell again a few days later with no injury reported.